Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter, embedded fm and damage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter, embedded fm and damage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. CAPA 90580.

Event description:
It was reported that bd vacutainer® edta 2k tube was damaged and had foreign matter. This occurred on 4 occasions before use. The following information was provided by the initial reporter: the tube was deformed x1 [correction] damage. Black spot in the tube x3.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k tube was damaged and had foreign matter. This occurred on 4 occasions before use. The following information was provided by the initial reporter: the tube was deformed x1 [correction] damage. Black spot in the tube x3.